Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer's blood glucose was 536 mg/dl at time of alarm. Elevated blood glucose was addressed with a bolus via the pump. System check was performed with tandem technical support and the root cause could not be determined. Customer will reportedly change pump supplies and resume insulin delivery.